Event description:
The following information was received from global pharmacovigilance (gpv). This is a spontaneous report by a consumer with supplemental information by a nurse from the USA of peritonitis with culture positive in a patient coincident with dianeal pd4 ambuflex therapy. During a call with baxter customer services, the following was reported. On an unreported date, the patient experienced diarrhea. On (B)(6) 2011, the patient was diagnosed with peritonitis which resulted in hospitalization on (B)(6) 2011. The cause of the peritonitis was unknown. Treatment for the events and the outcome of the diarrhea were not reported. At the time of this report, the patient was recovering from the peritonitis. Therapy with dianeal pd4 ambuflex was ongoing. Concomitant medications were not reported. The nurse did not provide an opinion of causality for the diarrhea, but stated the peritonitis with culture positive for e. Coli was not related to dianeal pd4 ambuflex therapy.

Manufacturer narrative:
(B)(4). This complaint cannot be confirmed as no samples are available. A batch review was conducted for potentially associated lot numbers 11b10h25, 11c23h25 and no issues were noted. The cause of the peritonitis was undetermined. No device malfunction or use error was identified. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not request. Should additional information become available, a follow-up report will be submitted. This is report 2 of 4 involved in this peritonitis event.